Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.

Event description:
It was reported that the helix dislodged after several attempts to position during an implant procedure. It was also reported that there was tissue seen in the helix. No patient complications have been reported as a result of this event.